Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the gap between the acoustic lens and the ultrasound probe could be determined, however, the issue was likely due to repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the elevator channel plug was loose, the up / down knob could not be locked securely due to wear of the forceps elevator lever, water tightness was lost due to a pinhole on the bending section cover, the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic probe, the acoustic lens was damaged, the adhesive around the light guide lens had wear, the adhesive on the bending section cover had wear, and the play of the up / down knob was out of the standard value due to wear of the angle wire. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the ultrasound gastrovideoscope had a crack in the transducer. The device was returned for evaluation. During the device evaluation, it was found that there was a gap between the acoustic lens and the ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.